Event description:
Caller reported that the t:slim x2 pump battery would not charge and noted that the charging connection was unstable, requiring manual stabilization to ensure the pump could charge. There was no reported adverse impact to the customer's blood glucose level as a result of this issue. The customer used multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Technical support instructed the caller on proper usb insertion to prevent further damage and arranged for the shipment of a replacement pump. The customer was also guided to return the problematic pump using a prepaid label within 10 days.